Event description:
Rv lead integrity alert triggered for high rate ns, 3003 short v-v intervals, and impedance out of range. Oversenslng noted on stored egms." Lead manufactured by tele/cordis. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).